Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.¿ evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporting person said, during the procedure, the stapler has failed, not completely closing the load.no injury reported. No permanent damage. The event did not prolong the hospital stay. There was no bleeding in excess. The surgical time was not extended. Additional information requested via email please confirm that product will be returned for investigation. How was the problem resolved? What is the product ID and lot number for the reload used with this stapler? If the customer cannot supply the product ID or lot number, was the reload a universal roticulator sulu, a straight sulu, or a tri-staple reload? Was any reinforcement material used in conjunction with the stapling device? If yes, a. What was the brand of the reinforcement material used? B. What was the item code and lot/serial number of the reinforcement material? Was there any unanticipated tissue loss as a result of this problem? Was there any tissue damage as a result of this problem? A. If yes, describe the damage and provide details on how the damage was treated/corrected. B. Was the damage irreversible? What is the last known patient status?